Manufacturer narrative:
Update: unique identifier (UDI)#.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation could not be confirmed. The axium prime pushwire was returned for evaluation without implant coil as it was implanted in the patient. The instant detacher was not returned for evaluation as it was discarded. The pushwire was found broken into two separate segments but retained together by the release wire. The pushwire found bent at several locations with the tack weld replacement (twr) crimps were found loose on the proximal segment. The distal segment of the pushwire was intact distal to the break indicator at the manual detachment location (via hypotube). Additionally, the distal tip of the pushwire was found entangled with the release wire with the shield coil stretched and with the coin not located against the lumen stop. All other subassemblies appeared to be normal and no other anomalies were observed. The instant detacher and the implant coil were not returned for evaluation; therefore, any contributing factors from these could not be assessed. We were unable to determine the cause of non-detachment with an instant detacher. The cause of the difficulty detaching by manual detachment (via hypotube) may be due to breaking the pushwire at an incorrect location. The implant coil likely detached from the pushwire subsequent to the pulling back of the coin from the lumen stop. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ mdrs from this event: 2029214-2017-00718. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of subarachnoid hemorrhage (sah) of an anterior communicating artery aneurysm this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). This issue occurred twice in the procedure. It was reported that one attempt was made with the instant detacher. During manual detachment, the physician was pushing and pulling the catheter and delivery device but the coil did not detach. Prior to the detachment of the first coil it felt as if it stretched, but there was no way to remove the coil. The physician was attempting to retrieve the first coil but it detached from the pushwire. The physician decided to push the coil with the delivery system into the aneurysm and coil was implanted in the patient. No patient complications were reported. The same issue occurred with a second coil. Both coils were implanted in the patient.